Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door latch issue was confirmed and reproduced as a door not fully latched alarm while attempting to load a set. Evaluation found the door able to latch closed with a loaded set, however the force required to secure the door was above expected levels due to cracks found in the mount the pumping mechanism to the front case and the cracks caused separation between front case and mechanism assembly. The front case was replaced.

Event description:
It was reported a spectrum pump had a door latch issue during biomed testing. It was also reported there was no patient involvement.